Manufacturer narrative:
The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture, baker grade unknown, rupture.

Event description:
Patient reported left side "capsular contracture, baker grade unknown, implant has migrated up, rupture." Device remains implanted.